Event description:
It was reported the pt is experiencing pain at the lead site. It was also reported the pt was hospitalized for back pain, kidney disease, hyperuricemia and hypothyroid two days after her trial lead was removed. The pt is consulting with the physician for a possible morphine pump implant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.